Event description:
This is a spontaneous report received by baxter (B)(4) from a hospital employee in the (B)(6) of peritonitis in an (B)(6) male patient (coincident with baxter peritoneal dialysis (pd) solutions. Initially, follow-up information received from the hospital pharmacist on (B)(6) 2012 indicates: in (B)(6) 2008, the patient began continuous ambulatory peritoneal dialysis (capd) with unspecified products. In (B)(6) 2008, patient switched to ambulatory peritoneal dialysis (apd) with unspecified products. On (B)(6) 2008, the patient began treatment with extraneal (B)(4) (2000 ml), physioneal 40 (B)(4) (2500 ml) and physioneal 40 (B)(4) (2500 ml) apd for end stage renal disease (esrd). Initially, on (B)(6) 2011, the patient reportedly experienced abdominal symptoms. The patient received remedial therapy and recovered from the initial peritonitis. It is unknown what treatment was provided for the 2nd episode of peritonitis. The patient was considered recovered on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is a product not distributed in the us and does not have a 510k number. This is 2 of 2 reports associated with this incident.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. The root cause for this condition is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.